Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown concentration for a total dose of approximately 100-150mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported they went in for a refill and it was determined that the pump was flipped. An x-ray was taken and determined the pump was flipped. It was noted that the healthcare professional (hcp) manually tried to flip the pump, but was not able too. It was noted that the pump looks like it was sticking out more than normal. It was not swollen because they can see the shape of a hockey puck. It was stated that the pump was not flipped 4 months ago at the last fill. When the patient went in for the fill about 4 months ago the old medication from the pump was removed from the pump and it was reported that when they withdrew the medication from the pump and there was a lot of medication left in the pump. It was stated they were not informed the medication went from 850 to 100 and was upset. They were not upset about the amount, but with the fact that they were not told about the change in the amount of medication the patient was getting. At this fill was when they were informed of the dose change. There was no out of box failure, and a medical or therapy problem associated with small parts was not reported. They were redirected to healthcare professional as they were inquiring about the shelf life of the medication in the pump. They also wanted to know other options to correct a flipped pump. It was noted that the patient was very think and when they were put on lyrica it caused them to gain weight. The patient's normal weight was noted to be (B)(6), but was around (B)(6) pounds when on lyrica. Since being taken off of lyrica they are about (B)(6) pounds. The patient lost about 30 pounds in a year and the weight loss was not due to the pump but due to the lyrica. Event date was 2017 (about a month ago and then stated yesterday (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Should be adverse event and product problem not just product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-sep-28 reported that in regards to the flipped pump in (B)(6) 2016, they had spoken with the pump healthcare professional (hcp) and were going to get a second opinion from their neurologist. The patient's husband noted that they had a regular, unrelated appointment with the neurologist on (B)(6) 2017. They stated that they were going to ask for other ideas so they did not have to do surgery, and confirmed that no other actions had been taken as of yet. The patient's husband stated that they did not know what led to the flipped pump, and confirmed that the hcp did not know either. They noted that the pump stuck out more now than when it was first implanted, but it was hard to notice. They noted that they did not even notice it until they discovered it was flipped. The flipped pump had not been resolved. No further complications were reported/anticipated.